Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with bolus anomaly. The customer states that after one unit of insulin, the pump will go back to the home screen and stop the insulin delivery. The customer states there was no alarm present. The customer's granddaughter tried to recreate the error and was successful in addressing it. The granddaughter will be walking the customer through the bolus feature.